Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was not capturing. Sensing and threshold measurements had also increased. It was discovered from flouroscopy that the lead had dislodged and was in the ventricle. The lead was successfully repositioned. No patient harm was reported.